Event description:
It was reported that two instances of line blocked alarms caused by kinked cannulas occurred, which were resolved by completing an infusion site change and repositioning the cleo 90 infusion set to the abdomen. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.